Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency and the product was not returned. The reported patient effect of death is listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that on (B)(6) 2010, pre-dilatation was performed and the promus stent was implanted in proximal obtuse marginal branch, to treat a 90% stenosed lesion. The patient had a good outcome. On (B)(6) 2013, the patient died at his home due to atherosclerotic cardiac disease. No additional information was provided.